Manufacturer narrative:
Quality control was performed and was acceptable. Only the customer's meter was received for investigation. The meter was tested with retention test strips and quality control materials. Control ranges: level 1: 105-131 mg/dl. Level 2: 273-341 mg/dl. Results: level 1: 115, 114, 116 mg/dl. Level 2: 297, 295, 292 mg/dl. All results are within the acceptable range. Visual inspection of the meter was acceptable. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4). (B)(6).

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). The result from meter serial number (B)(4) was 131 mg/dl or 130 mg/dl. The result from meter serial number (B)(4) was 94 mg/dl.